Manufacturer narrative:
There was no indication that the product did not meet specification. Sensor kit expiration date is 31-dec-2021. The customer initially reported the sensor issue on (B)(6) 2022 which indicates the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The reported product is not expected to be returned. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is per the caller's report of "end of february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported device detached prematurely. Due to delivery delay, caller reported the customer had no device to monitor glucose with and lost consciousness and fell. However, it was reported that customer was able to self-treat with metformin. The customer later had contact with healthcare provider to check for concussion and adjust diabetes-management medication; no treatment was reported to be provided by the healthcare professional. There was no report of death or permanent injury associated with this event.